Manufacturer narrative:
The cuff was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The reported device malfunction was not confirmed through analysis of the cuff component. The investigation conclusion code of no problem detected was chosen because a product malfunction could not be identified as the probable cause of the reported events. Based on this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to a micro puncture. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The exact location of the micro puncture is unknown.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) cuff due to a micro puncture. A patient outcome was not reported. Additional information received that the patient outcome was reported to be well. The exact location of the micro puncture is unknown.